Event description:
The customer's wife reported the customer being hospitalized for carb ratios, and that the customer needed to lower the insulin (bolus) delivery settings. Wife stated the customer's blood glucose values were dropping, and that the hospital took him off of pump therapy because they were confused regarding the pump's settings. The customer's current blood glucose value was reported as 132 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.